Manufacturer narrative:
Device evaluation: the device was received in good physical condition. Review of the event history log found no evidence of the reported problem. Customer problem was not duplicated that the device is not outputting proper dosage issue during investigation. Three accuracy tests were performed and the pump was found to be within manufacturing specifications. The cause of the reported issue was not found. Product is beyond a year from manufacture date (12/2017) and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the device is not dispensing the proper dosage. No patient injury was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.